Event description:
It was reported a spectrum pump did not alarm for downstream occlusion (medication, programmed amount and delivery rate unk). There was no pt injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval could not reproduce the reported symptom. The device was found in spec. The reported symptom was not confirmed as the device passed the preventive maintenance downstream occlusion test and add'l occlusion testing.